Event description:
It was further reported that the left femoral artery was percutaneously entered using an open-ended needle and a 6 fr arterial sheath was introduced into the artery. Arteriograms revealed two 70% stenotic lesions in the proximal one-third of the right superficial femoral artery and a chronic, calcified, total occlusion in the mid portion with re-constitution approx six inches below the total occlusion with good distal runoff. A 0.014" asahi prowater soft wire was introduced, but unable to cross the lesion. The 0.014" pt graphix wire crossed the lesion with difficulty. It is noted that resistance was met with insertion and with removal of the graphix int j ptca guidewire and that the wire had been kinked during the procedure. A savvy (2 mm/4.0 cm) balloon was used to dilate the lesion and a genesis (4.5/18mm) balloon was deployed at 10 atms for 30 seconds. An ultra (4.5/13mm) balloon was inflated in the proximal lesion for 30 seconds at 10 atms. The fractured portion was left in the pt as it had become stuck within the plaque of the totally occluded lesion and the physician was unable to retrieve it. Post procedure arteriograms revealed excellent results with no residual stenosis. The balloon and guidewire were removed. The polymer on distal tip of the guidewire had completely separated. The pt was asymptomatic during this event and tolerated the procedure well. The pt's status currently is 'stable-no symptoms.' The pt was prescribed plavix 75 mg daily upon discharge from the facility the next day.

Event description:
It was reported that during a pta treatment procedure, a portion of the graphix int j ptca guidewire fractured. The lesion being treated was a total occlusion located in the mid superficial femoral artery. The physician used force to cross the lesion and a segment of the wire fractured and remained in the artery. The physician was successful in retrieving the fractured portion of the wire from the pt. The procedure was successfully completed with a good result. There were no additional complications for the pt. Pt status is listed as 'okay'.